Event description:
Adapter of manifold cracked under pressure of the power injector during a lhc cors lv and lhc cors graft lv procedure. Discontinued use and replaced with new one. No harm to patient.